Event description:
It was reported that the pump was involved in an over delivery of a morphine solution. Reportedly the device was programmed to deliver a 100 ml solution of morphine at 5 mi/hr and the bag was empty approx. 4 hours earlier than anticipated. The pump displayed a volume of 20 ml remaining to be infused when it was found. No pt injury was reported.